Manufacturer narrative:
Method: device remains implanted. Although there have been attempts to receive further information regarding the event, no additional information was provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration. The reason for re-operation is currently unknown. A 23mm transcatheter valve was implanted with no reported complications. No additional details provided.

Manufacturer narrative:
Corrected data: the information entered was incorrect and should be redacted as such.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating this surgical valve had a transcatheter valve implanted (valve-in-valve) due to aortic stenosis. The implant duration of the surgical valve was nine (9) years, ten (10) months. The patient did well post-operatively.